Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, nothing unusual was noted with the supplies or the set up that could have caused or contributed to the reported alarm. The technical services representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies or to continue therapy using manual exchanges. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.